Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) of above 600 mg/dl and ketones identified as dangerous by a healthcare professional. Cause of elevated bg was unknown. The customer was treated with intravenous fluids of saline and insulin. Reportedly, the customer was scheduled to be released (B)(6) 2026. Recommendation was made to consult with a healthcare provider regarding diabetes management.